Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during vascular access for a routine av fistulolaplasty procedure, the access wire got caught on the access needle when the physician was attempting to straighten the access wire. Both access needle & access wire were withdrawn from the patient. It was noted by the physician that the access wire was abnormally elongated and uncoiling. Further investigation by the physician found that part of wire had been inadvertently sheared off within the patient. A vascular snare device and larger sheath were used to capture and retrieve the foreign body from the patient. No addition patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause can be attributed to the wire being manipulated through the needle, contrary to IFU warning 400602008. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.